Event description:
On (B)(6) 2010, received a complaint from (B)(6). She stated that they have a problem using lot s10108. Medefil representative informed her that they need to be pulling the syringe rod straight rather than bending it. She will inform the nurse and will get back to medefil if the problem persists.

Manufacturer narrative:
The failure investigation associated with the complaint revealed no conditions or reports that showed that our manufacturing processes either caused or contributed to these failure modes. Based on communications with some of the complainants, it is believed that this issue is caused by the aspiration technique employed. It was discovered that the complainants are using one hand to draw the plunger back rather than two hands when aspirating the syringe. Since we believe that the complaints received were attributed to the aspiration technique employed by the user, the "direction for use" section of the product insert will be modified for both heparin and normal saline products to clarify the proper aspiration technique, which involves a two handed technique with one hand on the syringe barrel and the other on the plunger. The revised product insert will now contain the following statement: "when attempting to aspirate tubing or an indwelling device by pulling back on syringe plunger, while attached to the tubing or indwelling device, use a two-handed technique with one hand on the syringe barrel and the other on the plunger. Pull the plunger straight back. Do not pull or bend the plunger sideways".